Event description:
A 6f angio-seal vip was deployed following a pre-deployment angiogram, with no issue. The patient was sent to recovery and ambulated prior to discharge. The following morning, the patient reported hearing a ¿pop¿ while using the bathroom, and subsequently developed a hematoma. The patient denied strenuous activity. The patient presented to the emergency department with sharp pain, post-operative swelling, and a possible hematoma in the right scrotum. Ultrasound ruled out any significant vascular problems. There was no active bleeding. The patient was admitted in stable condition for observation only.

Manufacturer narrative:
Patient ID: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. A customer photo was returned. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.